Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The sapien 3 valve was returned to edward lifesciences for evaluation. Visual inspection of the valve and jar revealed a black fiber attached to cp2. The fiber was able to be removed from the valve. No black flake was observed in the valve jar. No other abnormalities were observed. The black ¿flake¿ could not be identified; however, a black fiber was observed on the valve leaflet. During the transfer of the particulate to a sample slide, the particulate was lost. Due to this, material analysis was not able to be performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other related complaints. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers) from the work order and verifying that there has been no other complaint associated with each serial number. Complaint history review from (B)(6) 2019 to (B)(6) 2019 revealed other returned complaints for the sapien 3 for the appropriate complaint code. A review of complaint history reveals that the occurrence rate did not exceed the december 2019 control limits for appropriate trend category. Per the IFU and training manuals preparation of the thv before mount and crimp onto the delivery system includes table setup, sheath introducer set preparation, balloon catheter reparation, thv rinsing, delivery system preparation and qualcrimp crimping accessory rinsing. Once prep tasks listed above have been all completed, mount and crimp thv on delivery system will be executed per instructions. The 2nd and 3rd steps are ¿take thv and holder out of rinse bowl¿ and ¿remove thv from holder using sterile scissors¿. During thv rinsing, the valve needs to be removed from the jar using forceps and checked for frame, tissue damage, ID tag/jar lid sn verification, and rinsed with two separate saline solutions for total of 2 minutes minimum. No IFU/training deficiencies were identified for the procedure that could potentially lead to this complaint. During the manufacturing process, there are several manufacturing mitigations in place to detect and remove fiber or particulate in the jar and on the valve. The valve undergoes multiple 100% visual inspections during the manufacturing process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was not able to be confirmed as no black flakes were identified/observed in the returned valve jar. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The valve was returned removed from the holder. Per the device preparation manual, the valve should only be removed from holder after rinsing and during the valve mounting process. This indicates that additional device handling was performed by the field before returning the product to ew for investigation. As such, the black fiber found on the leaflet by the ew engineer could have been introduced during device handling process at the field (not the actual foreign particulate allegedly observed by the complaint site). In addition, the physical appearance would be different between the alleged flake & the observed fiber. A flake would be observed as a small, flat, and thin piece of material; while the fiber observed is a thin strand. Based on this observation, the complaint was unable to be confirmed. Of note, the black fiber observed on a leaflet was lost during transfer to the sample slide; therefore, the characteristics of the particulate could not be identified and further study could not be performed. There is insufficient information to determine a root cause at this time. No manufacturing non-conformance was identified based on the investigation, and the DHR and lot history reviews revealed no indication that a manufacturing defect could have contributed to the complaint event. Additionally, no labeling, training, or IFU deficiencies were identified, therefore, no preventative or corrective actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during the preparation of a 20mm sapien 3 valve, a black ¿flake¿ was observed floating in the solution. The valve was not used for the procedure. No consequences to the patient were reported. The valve was returned to edwards lifesciences for evaluation.